Event description:
Information received by hill-rom by nursing supervisor indicated that a pt had stuck head in the left hand side rail of a model 835 hill-rom bed. The pt received bruises to head and neck. The facility had to call the fire department in order to extract the pt from the side rail.